Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for cxr 18: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The pump was explanted and replaced. No patient complications were reported.